Event description:
Unresponsive manufacturer. Nevro hf 10 spinal cord installed 101/1. Programming is claimed by manufacturer to be by trial and error. Device expected lumbar sensory nerves only, but affects cervical spine nerves as well. Incident involved forced closure of hand for several seconds suggesting effect on at least one motor nerves of cervical spine. Manufacturer unable/unwilling to explain this occurrence, or to provide information on how different programs affect what device does, expect by trial and error. This is installed at t9-10, therefore should not affect cervical spine. Because spinal stimulators installed t1-4 are used for cardiac control, question arises whether :" trial and error" approach could potentially affect cardiac nerves. Other than denying that this has ever occurred (which I assume means no one has ever died of sudden cardiac arrest from this product and then called to complain) company cannot/will not explain why "trial and error" reprogramming cannot affect cardiac nerves which are lower on the spine than the cervical nerves which it does not affect. If company is as ignorant about this device as it claims to be, it should not be marketed. FDA safety report ID # (B)(4).